Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the full report.

Event description:
It was reported that the patient expired due to stroke. No additional information was provided. The device will not be returned. The pump was not explanted. The patient was admitted to another hospital on (B)(6) 2020 and was transferred to the account on (B)(6) 2020. The patient expired on (B)(6) 2021. The patient had a left middle cerebral artery (mca) territory infarct with dense left distal mca compatible with thrombus. The patient underwent a computed tomography (CT) scan. The official cause of death was decompensated heart failure, cardiogenic shock, and multi organ failure. The patient required v-pa extracorporeal membrane oxygenation (ECMO) on (B)(6) 2021 for vasopressor and inotrope requirements. The patient had anuric and rising lactate. On (B)(6) 2021, the patient had an ischemic left leg. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped with heartmate 3 left ventricular assist system (lvas) instructions for use (IFU). Stroke, multiple organ dysfunctions/failures, and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing this event.

Event description:
The patient was on a heparin infusion. The patient expired due to multiorgan failure.